Event description:
Navilyst medical was notified of the following event via end user report #(B)(4): "patient with poor IV access was undergoing PICC line placement in interventional radiology. Under ultrasound guidance, access into the right medial brachial vein was made with a micro puncture technique. A guidewire was advanced under fluoroscopic guidance. Resistance was encountered at the level of the mid right upper arm. The wire was manipulated in an effort to transverse this region. This was unsuccessful and the wire was coiled in the mid upper arm. The guidewire was again manipulated and noted to be coiling on itself. Resistance was noted during removal. With increasing tension, the coiled micro-wire failed and uncoiled. The distal most aspect of the wire fractured off and was seen anchored to the vein wall at the level of the mid humeral region. Ultrasound confirmed this and the fragment were noted to the 1x3 mm. Re-evaluation of the right arm showed the right lateral brachial vein is 2-3 mm in diameter. The physician feels that patient's anatomy is part of the problem and the vein may have spasmed while manipulating the wire. The fragment was left in the patient."

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2012, navilyst medical complaint report was reviewed for the product family xcela PICC and the failure mode of "guidewire fractured/migrated." No adverse trends were identified. Follow-up conversation with the hospital risk manager indicated that the decision was made to leave the guidewire fragment in place in the patient's right medical brachial vein wall as "it was safer than to remove it." The patient has had no complications as a result of this event, and their current condition is "ok." The hospital would not release the used guidewire, but did allow a navilyst medical sales representative to photograph it. Based on those images and the event description, navilyst medical's guidewire supplier, lake region medical, has stated that the damage to the guidewire was most likely the result of the device sustaining a tensile overload resulting in the fractured core wire and stretching of the coil wraps. However, without receiving product for evaluation, the exact root cause cannot be determined. As the reported event appears to have been impacted by clinical and procedural factors, no corrective action will be taken by lake region medical. Additionally, lake region medical performed a DHR review of the reported lots and found no indication of a manufacturing defect that could have impacted the reported event. (B)(4).